Manufacturer narrative:
Evaluation summary the sample was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed and the returned unit failed. A visual inspection was performed and it was observed that there is a red like marking on the tracheal cuff body which is not from our manufacturing process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The customer was not able to provide the lot number which determines the device manufacturing date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that during inspection prior to use on a patient, the cuff did not inflate. The customer indicated that there was no patient involvement associated to this event.